Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
(B)(4). The dealer reported that the unknown model and serial numbers mechanical wheelchair casters were cracked. There was no patient injury reported.